Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "pre-operatively, after the system startup, an error message appeared indicating an endoscope failure, despite no cables being attached to the front of the modules. The message advised restarting the storz system or removing the instruments and discontinuing the use of the system. The team restarted the endoscope system, and it functioned properly thereafter. There was no patient involvement." No negative impact in state of health reported. Cross-refrence MFR report# 9610617-2026-00133.